Event description:
New information received indicates that the pacing impedance of the right ventricular (rv) was low.

Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the right ventricular (rv) lead was fractured and exhibited noise over-sensing and pacing impedance issue. The rv lead was capped and replaced on (B)(6) 2028. The patient was in stable condition.